Event description:
It was reported that the patient presented to clinic with occasional episodes of slight dizziness. The right ventricular [rv] lead had an elevated pacing threshold approximately four weeks post implant and there was intermittent loss of capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor and a breached cut on the outer insulation. There was blood in/on the helix mechanism, tissue on the helix, and apparent explant damage.